Event description:
The hosp reported the pt underwent a procedure for rectal bleeding. The procedure was completed, and the pt was discharged without complication. The pt was seen by another physician five days later complaining of pain in their side. An x-ray was taken and free air was noted in the sigmoid colon area of the abdominal cavity. The pt was subsequently air lifted to another hosp. It is unk what medical or surgical intervention was given in order to repair for perforation. The pt is reportedly still recovering in the intensive care unit (ICU) but is expected to make a full recovery.